Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted 411 mg/dl. The customer took a bolus with a back up pump to stabilize high blood glucose levels. It was indicated that the customer would use backup pump as alternate insulin therapy.